Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button was sticking. Customer stated that there was big scratch on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. Device received with intermittent button response due to flattened (no creased) dome switch on act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed displacement test and self test. The test reservoir p-cap was able to lock in place. (B)(4).